Event description:
It was reported that a malfunction alarm with malf 12 occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support provided guidance to reset the pump, which was successful, and instructed the customer to continue using the pump while monitoring for any recurrence of the malfunction code. No further issues were reported following the reset.